Manufacturer narrative:
The device was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Inspection of the fluid path found fluid was able to freely flow the complete fluid path and no evidence of the reported leak was observed. No damages or defects were observed that would contribute to the reported leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 with hyperglycemia. Blood glucose levels reached 439 mg/dl while the patient was wearing the pod for longer than 48 hours. Reported symptoms included feeling unwell, loss of appetite, and ketosis. The patient was treated with two doses of 10 units of insulin, one administered subcutaneously and one intravenously (IV), along with IV saline. The patient was diagnosed with acidotic ketosis. Additionally, it was noted that the cannula was found bent and insulin had leaked from it. The pod was removed in the ER, and the patient was discharged the same day.